Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), embedded device ("there are coiled metallic springs embedded within the myometrium at the right and left cornua / essure coil visualized in left tube, appears to be displaced removed with specimen"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("extremely heavy bleeding/heavy abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 678818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos, oral contraceptive nos and depo provera. Concurrent conditions included overweight. In (B)(6) 2010, 6 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (to remove one or more of the essure coils. Hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) -2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 27-oct-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for birth control. In or around 2015, plaintiff began to experience severe pelvic and abdominal pain and cramping, extremely heavy bleeding, and more. There was no indication to plaintiff that the symptoms were related to the essure device inside her body. On or about (B)(6) 2016, plaintiff was forced to undergo a hysterectomy. Company causality comment:this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and extremely heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between these events and suspect device cannot be excluded. This case was regarded as incident since device removal was required. Product technical analysis is expected. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and extremely heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between these events and suspect device cannot be excluded. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), embedded device ("there are coiled metallic springs embedded within the myometrium at the right and left cornua / essure coil visualized in left tube, appears to be displaced removed with specimen"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("extremely heavy bleeding/heavy abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 678818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos, oral contraceptive nos and depo provera. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, 6 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (to remove one or more of the essure coils. Hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Event essure embeddment was added. Concomitant conditions are added. Product , patient & reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("extremely heavy bleeding/heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils. Hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event vaginal pain and severe cramping were added. On (B)(6) 2016, plaintiff was forced to undergo surgery to remove one or more of the essure coils (previously reported as (B)(6) 2016). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("extremely heavy bleeding/heavy abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 678818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In march 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(4)2010, the patient had essure inserted. On (B)(4)2016, 6 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (28jul2016, hysterectomy with bilateral salpingectomy) and surgery (to remove one or more of the essure coils. Hysterectomy). Essure was removed on (B)(4)2016. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(4)2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(4)2018: the pfs received:the event abnormal vaginal bleeding, menorrhagia, device expulsion, dysmenorrhoea, weight increased, weight decreased added,lab data added,lot number added,aka reporter added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.